Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative the facility reported during placement of a powerglide pro in the patients left upper arm, they got good blood return initially and visualized the wire on ultrasound. It was stated that there was then resistance and the catheter was not advancing. The resident reported that it looked like the needle had transected the catheter on the ultrasound and he could see the catheter tip in the patients arm. He said the patient was then taken to the operating room (or) to have it removed and the catheter was discarded. No patient harm was reported.